Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle punctured through the shield before use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, pediatric nurses prepared infusion for the children. When using the indwelling needle, they found that the end of the puncture needle in the indwelling needle had passed through the needle cover, but the puncture needle was not distorted. They immediately replaced another indwelling needle that can be use normally."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8320615. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers identified a small breach in the tubing of the device during leakage testing. The characteristics of the damage are most likely caused by a burred pinch clamp, however observation of the clamp was unable to identify any abnormalities that would have contributed to the damage. Unfortunately based on the observations of the pinch clamp, the root cause for this complaint could not be confirmed at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle punctured through the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, pediatric nurses prepared infusion for the children. When using the indwelling needle, they found that the end of the puncture needle in the indwelling needle had passed through the needle cover, but the puncture needle was not distorted. They immediately replaced another indwelling needle that can be use normally."